Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 443 mg/dl, 160 mg/dl and 275 mg/dl when all tests were performed within 10 mins on the compact sys. Reporter stated that none of the results were in the meter's memory. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.